Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy, when cutting the vaginal wall at a position close to the uterus, the opening/closing position of the jaws was broken off. The broken tip was taken out to the outside of the patient, thus, no pieces remained in the patient. The broken tip was disposed of by the hospital. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was received the upper jaw detached not returned. In addition, the device was received with the I-blade fractured and slightly lifted. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.